Event description:
It was alleged that three attempts to spike the solution container were made. The first two attempts revealed a leak in the tubing. Those gets were discarded. It was noted by the account that on the third try the nurse primed the set and began the infusion. It was reported that during the infusion, the spike detached from the solution container getting chemo on the nurse and in the patient's eyes. The patient's eyes were rinsed. There was no pt or nurse consequence.